Manufacturer narrative:
Per tandem's t:flex user guide: "humalog and novolog had been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours." The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.

Event description:
It was reported that the customer rec'd an occlusion alarm. Reportedly, the cartridge had been in use for 4 days. The customer declined troubleshooting with tandem's technical support. Customer's blood glucose level was 249 mg/dl. It was reported that the customer would use manual injections.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.